Manufacturer narrative:
A supplemental report will be submitted upon completion of the physicians's assessment of the reported information and the plant's investigation.

Event description:
Pt's care giver called to report that during the peritoneal dialysis treatment, the cycler was alarming for a blocked pt line. It was also reported that the pt had been released from the hospital that day after a surgical procedure. The care giver and pt's wife declined to give information regarding the pt's hospital stay, but did confirm that is was not related to the cycler or the peritoneal dialysis treatments. No further information will be available.